Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii leakage at septum during use of the product, there was a blood leak from the isolation plug. No other information was provided. Hospital demand: the batch's quality inspection report and complaint response letter are required. Photos will be provided later; no samples will be returned.

Event description:
No additional information provided.

Manufacturer narrative:
1. The customer returned 3 photos, but did not return the defective sample. The photos show leakage at the end of the septum. 2. DHR/bhr review lot#4052015 1-this batch of products were assembled at intima ii auto line 2 in april 2024, and packaged at r240 package line in april 2024. Work order quantity was (B)(4) ea. 2-review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3-review the production records with no nonconformance, deviation or rework activities. 4-in response to the leakage at the septum, the plant has launched CAPA. 3. As the plant received similar complaints from other hospitals about this batch of products, 800mm simulated clinical leakage test was conducted on the retained samples of this batch, and it was found that a few samples leaked at the end of the septum after the needle tip was inserted into the test device, and the leakage stopped after the needle core was pulled out. Conclusion(s): no abnormality is found in the production process. The returned photo shows blood oozing from the end of the septum. In response to this defect, the plant has launched CAPA to trace and investigate its root cause.